Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
Per photo, the liner was delaminated. After deployment of a 26mm sapien 3 valve in the aortic position, during removal of the commander delivery system through 14fr esheath, more than normal difficulty was encountered. After removal of the esheath it was noted that the inner layer of the sheath folded in on itself. It was then noted that the sheath had "separated". The inner portion of the sheath had separated approximately 1" from the liner. There were no patient complications. An angiography of the peripheral vessels was performed and there was no injury to the patient. The devices will be returned. Per report, it appeared that there was retained volume in the balloon. There was no difficulty inserting the sheath into the patient, the sheath went in smooth. There was no difficulty inserting the delivery system through the sheath - smooth. The patient¿s vessel was mildly calcified.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: circumferential liner delamination from the distal tip, marker band was fully attached to the liner under adhesive, and scratches on the sheath shaft. Photos of the device and a 3mensio imaging was provided and reviewed. The sheath liner was delaminated from the distal tip and bunched up, the c-marker was intact, and calcification and tortuosity were seen in the patient¿s access vessel. Functional or dimensional testing was not provided due to the returned condition of the device (liner delaminated). During manufacturing, the sheath shaft components and esheath assembly are 100% final inspected by both manufacturing and quality. In addition, each manufacturing lot is required to undergo the product verification (pv) testing under a sampling plan per procedure before final release. The samples are visually inspected for insertion force and expander testing. All sample units passed these tests. These inspections performed during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal no manufacturing non-conformances that would have contributed to the event. A lot history review was performed, and no similar complaints related to this event were identified. A review of complaint history for the edwards esheath introducer set, 14f (all models) for the past 12 months (may 2018 to april 2019) revealed other similar complaints with returned devices. However, no manufacturing non-conformances were identified. Available information suggests that patient and/or procedural factors may have contributed to the event. A review of complaint history data for april 2019 revealed that the complaint occurrence rate did not exceed the control limit for the trend category. The esheath IFU, the commander delivery system IFU and the procedural training manual was reviewed. The IFU instructs that prior to the delivery system removal to completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure the balloon lock is locked, ensure the balloon is completely deflated and to maintain guidewire position in the aorta.  The complaint was confirmed via visual inspection of the returned devices. However, no manufacturing non-conformances were identified during the investigation. Furthermore, based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing nonconformance contributed to the reported event. A review of manufacturing mitigations supports that the sheath shaft has proper inspections in place to detect issues related to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the cer, there was residual fluid in the balloon during withdrawal. Fluid in the balloon would have increased its diameter, impeding it from entering the sheath causing withdrawal difficulties.    Excessive force and/or manipulation applied to continue pulling the system with residual fluid in the balloon may have delaminated the liner. In this case, available information suggests that procedural factors (residual fluid in the balloon) may have contributed to the complaint events. No manufacturing non-conformances were found in the returned sample. No labeling/IFU inadequacies were identified. Since the complaint occurrence rate did not exceed the april 2019 control limit for the applicable trend category, no corrective action is required at this time.